Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they started cooling about 1.5 hours ago. The patient had not reached target temperature, but the duration timer has started counting down. Nurse stated they were also getting an air leak message. Confirmed patient temperature (pt) was 33.8c, water flow rate (wfr) was 1.3 l/min, water temperature (wt) was 20.9c. They have not received any low flow alarms, just the yellow banner on the screen. Explained the flow rate was great for a neonate pad, since they were not receiving any alarms there was no need to troubleshoot this. Confirmed settings show cooling is to begin at target. Explained if the patient reached target, even briefly, or the probe read 33.5c for a moment, then this will trigger the duration to begin counting. Nurse does not think the patient ever reached the target, states their team has been monitoring the patient in the room. Esophageal probe placed and verified. Patient temp has gone up to 33.9c, water temperature (wt) was now 18.2c. Diagnostics: outlet monitor temperature (t1) was 18.5c, outlet control temperature (t2) was 18.4c, inlet temperature (t3) was 19c, chiller temperature (t4) was 4c. Explained this was showing the patient was generating heat. They would recommend following their protocol for shivering or consider other sources of heat generation. Recommended discussing with the provider. Nurse going to try swapping to their as stat device to see if it will cool the patient before treating for heat generation.

Event description:
It was reported that the nurse stated they started cooling about 1.5 hours ago. The patient had not reached target temperature, but the duration timer has started counting down. Nurse stated they were also getting an air leak message. Confirmed patient temperature (pt) was 33.8c, water flow rate (wfr) was 1.3 l/min, water temperature (wt) was 20.9c. They have not received any low flow alarms, just the yellow banner on the screen. Explained the flow rate was great for a neonate pad, since they were not receiving any alarms there was no need to troubleshoot this. Confirmed settings show cooling is to begin at target. Explained if the patient reached target, even briefly, or the probe read 33.5c for a moment, then this will trigger the duration to begin counting. Nurse does not think the patient ever reached the target, states their team has been monitoring the patient in the room. Esophageal probe placed and verified. Patient temp has gone up to 33.9c, water temperature (wt) was now 18.2c. Diagnostics: outlet monitor temperature (t1) was 18.5c, outlet control temperature (t2) was 18.4c, inlet temperature (t3) was 19c, chiller temperature (t4) was 4c. Explained this was showing the patient was generating heat. They would recommend following their protocol for shivering or consider other sources of heat generation. Recommended discussing with the provider. Nurse going to try swapping to their as stat device to see if it will cool the patient before treating for heat generation.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The device was not returned. The serial number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. The instructions for use was found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Based on the results of the investigation, no additional actions are needed. Correction: e, g. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.